Event description:
It was reported that intermittent air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. There was no adverse impact to the customer's blood glucose level.